Event description:
A medtronic ent representative reported that while in an ent procedure, the surgeon alleged an approximate 2.6mm inaccuracy while navigating. The surgeon registered with tracer 3 times and was not satisfied with any of the registrations. It was noted that there was a magnetic pad in the field during registration. There is no artifact on the scan and the tracer pattern looked good. When the magnetic pad was removed the surgeon estimated being approximately 2mm inaccurate, and then tried navigating both the straight and curved suction, determining the curved suction to be slightly more accurate. The procedure was completed with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Files have not yet been received by manufacturer for investigation. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
The stealth archive is unavailable for review as the files were allegedly deleted. Unable to determine root cause without further information.